Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the gray cover on top of the centrifugal control unit was broken. Liquid was inside the unit. The customer reported to the field service rep (fsr) that they dropped something on it. The unit does not function per the perfusionist. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.